Event description:
It was reported that the user experienced low glucose in the morning and high glucose after breakfast while using the ilet with a libre 3+ sensor, with meal announcements identified as inconsistent with actual carbohydrate intake and contributing to excursions. Troubleshooting and education on accurate meal announcing were provided. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included a return to target range later the same morning. Investigation included review of blood glucose reports and counseling on meal announcement practices. Investigation of this case revealed likely inaccurate meal size announcements and a transient continuous glucose monitor (cgm) cgm inconsistency indicated by rapid sensor value fluctuations without fingerstick confirmation. It was concluded that the event resulted from user-related meal announcement inaccuracy rather than a device malfunction.